Manufacturer narrative:
E1: patient city: (B)(6). Patient country: china.

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leaked at the quick release event on (B)(6)2024. No further information available.